Event description:
After terminally sterilizing 3m steam chemical integrators with ref# 1243r, lot # tb032027 it was discovered that some (we have found 3) of the chemical integrators do not have the dye puck within the chemical integrator that allows operating room staff to read and accept for the sterile field post sterilization. We had to pull of multiple sterile surgical trays where the chemical integrator did not turn, but due to no fault of operator or facility error. All manufacturer IFU's were followed. This delayed patient care and added to facility reprocessing costs. Ref reports: mw5155335 and mw5155336.